Event description:
It was reported that the patients ipg had reach end of batter life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.